Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic during a normal device check. No capture was noted on both leads. X-ray revealed lead dislodgement. The leads were explained and replaced. No further information is available.

Manufacturer narrative:
(B)(4).